Manufacturer narrative:
The following devices were also listed in this report: femoral component; cat# unk_jr; lot# unknown, tibial baseplate; cat# unk_jr; lot# unknown, patellar component; cat# unk_jr; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised after patient complaint of pain. Patient developed an infected knee as a complication from an upper respiratory infection. The patient's knee construct (femoral component, insert, tibial baseplate, patellar component) was removed and a spacer inserted. Rep reported that no further information will be available.